Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed on tissue. The device was pried off tissue, no tissue damage occurred. Another device was used to complete the case with no pt consequence. One device to be returned for analysis. Additional info requested.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that one device was received in good visual condition. The device was cycled, fed and formed the remaining clips within mfg specifications and then, the device locked out as intended. A batch record review was performed and no anomalies were found during the manufacturing process.